Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed an apply sample message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2017 at 06:30pm. The patient manages her diabetes with oral medication diet and exercise. The patient reported that on (B)(6) 2017 at 07:00pm she developed symptoms of ¿sweating and dry mouth¿ and that at 07:30pm she contacted her doctor who advised her to take ¿ketorolaco 30mg¿. During troubleshooting the cca noted that it was the first time the product had been used and the patient had been applying the sample to the wrong part of the test strip. When the patient was walked through a retest the issue was resolved. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.